Manufacturer narrative:
The device was returned following a patient death. The device was above elective replacement indicator. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient passed away due to patient condition. The device was interrogated which revealed a post mortem battery performance alert (bpa) by the clinician and the device was explanted. There was no apparent malfunction related to the cause of the death. The physician requested the device be analyzed due to the bpa.